Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device was received with the capsule partially opened. There was a bend to the capsule. Deformation to the capsule outer lining and delamination were visible at the capsule bend site. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the end cap separated with minimal resistance. Scratching was visible around the end cap clips and to the distal ends of the end cap clips. Deformation was visible to the end cap windows. The returned valve was able to be deployed by advancing the end cap manually. The returned valve deployed with a slight crown overlap and bent struts. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. A valve could not be loaded due to the damage sustained by the dcs. The reported event for separation of components could be confirmed in the analysis due to the end cap separation. The reported event for difficult to load could not be confirmed in the analysis as a valve could not be loaded due to the damage to the dcs. Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure several procedural issues were encountered involving the delivery catheter system (dcs). During the loading process, the capsule had a slight bend, requiring the handle to be overdriven to close it completely. The catheter was straightened to relieve tension, and the stylet was reinserted to straighten the capsule. Upon inspection of the valve load, frame overlap to the third node was observed. The valve was inserted and it was noted that the handle was difficult to turn, and upon further attempts, the end cap extended and a plastic piece became unattached from the back end of the dcs. The physician reattached the piece and managed to close the capsule most of the way, leaving about a 5mm separation from the capsule to the nose cone. The dcs and valve were withdrawn without difficulty, and a new dcs and valve were loaded and deployed successfully. The procedure was delayed by approximately 10 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.